Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) checked for a rail issue and confirmed the rails were in good condition. The fse also checked for any failed or jammed cubie pockets, and the drawers appeared to be functioning properly. The pharmacy technician confirmed that there was no issue with the drawer at the time. No fault was found. The drawer was tested multiple times with the pharmacy technician, and full inventory was completed. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had drawer malfunction. The customer stated that the main drawer 2.2 was not functioning properly. The drawer was making abnormal noise during use, did not open smoothly, and frequently got stuck. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.